Manufacturer narrative:
Date sent to FDA: 9/22/2020. Additional information: a1 , a2, d3, g1, g2.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2017. It was reported that the patient experienced omentum and small bowel was found densely adhesed to the mesh. It was reported that the patient experienced severe pain, nausea, vomiting, loss of appetite, obstruction and discomfort sleeping. No additional information is provided.